Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse noticed the presence of artifacts on the screen. The fse cleaned the j5 and j2 contacts on the controller pcb. Operational tests were performed with positive results. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: poliedra ingegneria clinica srl. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a presence of artifacts on the screen with display problems. There was no patient involvement.